Manufacturer narrative:
(B)(4). Imaging evaluation findings: post-implant CT images dated (B)(6) 2015 were received by gore from the facility, and an imaging evaluation was performed. The length form the left renal artery to the proximal end of the device appeared to measure approximately 7 mm. There appeared to be a patent lumbar approximately 21 mm distal to the left renal artery. There appeared to be contrast pooling in the aneurysmal sac at the level of the device on both the arterial and delay images. There also appeared to be patent lumbar arteries at the level of the device. Aneurysmal growth could not be confirmed as only one time-point was available. There appeared to be a type ii endoleak present. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoprosthesis component migration, endoleak, and aneurysm enlargement.

Event description:
On (B)(6) 2011, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2014, computed tomography (CT) scan reportedly identified proximal type I and type ii endoleaks. It was reported the aneurysmal sac had grown from 5.9 x 5.6 cm to 6.1 x 6.4 cm. The physician also indicated that the proximal end of the graft had migrated distally (distance unknown) resulting in decreased apposition to the vessel wall. On (B)(6) 2015, angiography confirmed combination of proximal type I and type ii endoleaks. On the same day, the patient was implanted with a 26 mm gore® excluder® aortic extender component and aptus endoscrews to successfully treat the type I leak. The patient tolerated the procedure. The physician will continue to monitor the patient to see if the type ii endoleak has resolved.